Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02670 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-02671 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second resolution clip device. The procedure was completed with the third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.